Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received for evaluation. Visual inspection found the tamper seal removed, fluid on the downstream sensor. The reported problem was not duplicated in that the device was "not priming or pumping" during the investigation by running the device with the customer's returned program. However, multiple cassette not attached properly alarm messages were found in the device's event history logs. Found fluid ingression on the downstream occlusion sensor which possibly causes the issue. We replaced the downstream sensor. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported the device is "not priming or pumping". No patient injury/involvement reported.